Event description:
Per dealer the frame is broken on weld on the left side of the manual wheelchair. No injury. Replaced under warranty. Please note any further information or sample analysis will be provided in a supplemental report.